Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up feeling fatigue. The patient experienced a heart attack 3 weeks prior - it is unknown if it was device related. The device exhibited backup vvi mode further troubleshooting could to be performed. The device was explanted and replaced successfully.

Event description:
New information stated, confirming that the heart attack mentioned was not related to the device. The patient tolerated the procedure without complications.